Event description:
It was reported, a patient's implantable cardioverter defibrillator (ICD) presented for an unrelated procedure. In which, the implantable cardioverter defibrillator (ICD) produced inappropriate shocks, due to oversensing from electrocautery. No changes were reported. The patient status was unknown.